Event description:
New information received stated that the left ventricular lead had dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited high threshold and out of range impedance. It was noted that the lead was only capturing on the distal electrode at high output. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.